Event description:
It was reported that one and a half hours after starting treatment with polyflux 14l dialyzer, the patient experienced chest tightness, shortness of breath, coughing and watery sputum, wheezing in the throat and bilateral lungs. Subsequently, the patient was diagnosed with "allergic asthma". Treatment was immediately stopped and the patient was administered unspecified medication for the events. According to the reporter, the symptoms decreased and were "mild". Treatment was resumed with a non-vantive dialyzer with no issues noted. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.